Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer¿s current blood glucose value was 235 mg/dl. The customer had issue with infusion set and alarmed insulin flow black. The insulin pump showed that she need to rewind the insulin pump. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.